Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. The patient also reported insertion in the buttocks. In adults the device is not indicated for insertion in buttocks. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.